Event description:
It was reported that the right atrial (ra) lead appeared to be undersensing. Electrograms showed noise. There were no sensed atrial beats. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.